Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during the device evaluation, that the duodenovideoscope exhibited corrosion on the light guide insertion tube, and the left angulation is stuck. There was no patient involvement.